Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hi-pot test and the fall off test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the belt failed the pulse lead hi-pot test, the fall off test, and the distribution node to rear therapy electrode cable was cut. Due to the cut cable, the belt was unable to treat a pt. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any problems.